Event description:
It was reported that the customer was experiencing low blood glucose, and the insulin pump was delivering anomalous amount of insulin. It was stated that the alarm history does not show any alarms. It was stated that the customer feels uncomfortable and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.